Event description:
It was reported that the implantable cardioverter defibrillator exhibited t-wave oversensing. No intervention was performed. Further information was requested however, was not provided.